Event description:
I had surgery on left shoulder for repair of torn rotator cuff. Procedure listed as left total shoulder artroplasty. After surgery I was in constant shoulder pain. Number on the device: 42x16.